Event description:
It was reported that during a radiofrequency ablation in the left atrium with an intellanav mifi open irrigated catheter, the system indicated that the catheter temperature was too high and the system failed to recognize the catheter. The catheter was replaced and the issue was resolved. The procedure was completed. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity testing were performed, and the device showed all results were within specifications. Additional testing was performed, the device was able to complete an ablation without any difficulties. Noise values were found typical and within specifications. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. The catheter was attached to an external pump to determine saline flow. All six irrigation ports flow freely without any errors or pump messages. Media inspection of a picture attached noted the message "finding catheter" on maestro 4000 display. Based on the results of this investigation no problem was detected on this catheter. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that during a radiofrequency ablation in the left atrium with an intellanav mifi open irrigated catheter, the system indicated that the catheter temperature was too high and the system failed to recognize the catheter. The catheter was replaced and the issue was resolved. The procedure was completed. No patient complications were reported. The catheter has been returned for analysis.